Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 11/02/2010, 11/03/2010, and 11/09/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a pt experiencing halos with a unique starburst pattern following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt noted a slight improvement following a yag laser procedure. The surgeon reported there was no improvement in symptoms following a hard contact lens trial. Add'l info has been requested. There are two medical device reports for the event. This report is for the first eye.